Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complaints blood leak during the first use. Blood flow rate, 180ml/min, tmp, 100mmhg, the blood loss was about 6ml. No patient harm, no medical intervention was needed.